Manufacturer narrative:
Initial MDR 2432235-2015-00455 was filed on 9/30/2015. Additional information (11/4/2015): siemens headquarters support center (hsc) has evaluated the initial and the new set of data provided by the customer. None of the samples with discordant results were available for in house testing from either the original data or the new data presented by the customer. None of the samples from the original data set could be repeated on the second siemens platform to verify results. Analysis of the data shows that the advia centaur and immulite results are concordant as far as immunity but the values are different. The rubella igg instructions for use (IFU) clearly indicates and informs the customer - "the calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer. The result of indeterminate indicates an intermediate level of igg antibodies to the virus, and therefore should be retested. If samples are still indeterminate a second sample should be collected and tested on an alternate platform. " the cause of the discordant results on the 4 patient samples is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer ran an additional correlation study between the immulite and three alternate platforms using patient samples. Three of the samples (B)(6) were positive on advia centaur, alternate platform 3, and the immulite 2000 xpi, but negative on the alternate platform 1. Sample (B)(6) was positive on all alternate platforms but indeterminate on the immulite 2000 xpi. None of the results were reported out to physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant results for rubella igg.

Manufacturer narrative:
The cause of the false negative results for rubella igg on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue.

Event description:
The customer has indicated that they are observing false positive results on patient samples on the immulite 2000 xpi instrument (negative on alternate platform), and the values obtained on positive samples (on both immulite and alternate platform) are different, when using the rubella igg assay. All positive samples that have values >10 are sent to an alternate site for confirmation testing on an alternate platform. There were no reports of patient intervention or adverse health consequences due to the discordant results for rubella igg.